Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was off the insulin pump greater than 48 hours prior to the low blood glucose level. The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Blank display not confirmed. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6)2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they experienced hyperglycemia and the insulin pump did not turn on. The customer's blood glucose level was 39 mg/dl. The customer advised to remove battery and press and hold the back arrow for 30 seconds put a new battery in the pump and its not responding after shutting it down went blank. The customer advised the pump will need to be replaced. The customer advised to revert to back up plan per health care professional instructions. The device will be returned for analysis.